Manufacturer narrative:
Upon additional information received this file was found to no longer be reportable as the ischemia was found to be reportable under the associated impella pump 1220648-2026-06325. All further information will be reported under the associated impella pump report 1220648-2026-06325.

Manufacturer narrative:
This is one of two reports this report is for the introducer and 1220648-2026-06325 report is for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 68-year-old female with a clinical indication of acute myocardial infarction complicated by cardiogenic shock (pre-support condition consistent with scai shock stage c) underwent placement of an impella cp via percutaneous left femoral arterial access on (B)(6) 2026 at 08:08. The patient had known peripheral arterial disease/peripheral vascular disease and vessel calcification. Shortly after device placement, staff were unable to obtain doppler pulses in both lower extremities; the treating cardiologist was notified and planned reassessment with consideration of femoral¿femoral bypass. The patient was receiving anticoagulation with heparin, with anticoagulation monitoring via ptt; documented act was 139 seconds, which was below the recommended therapeutic range. The patient was also receiving vasoactive support including vasopressors (vaso and levo). Imaging was used to assess pump position after an ¿impella in aorta¿ alarm occurred shortly following an increase in inotropic support. Echocardiography demonstrated the pump to be shallow in position; the physician repositioned the device, which resolved the alarm. After transfer to the ICU, a large hematoma developed at the impella access site around the sheath. Percutaneous closure attempts were unsuccessful, and vascular surgery performed a surgical cutdown to achieve hemostasis the reported events of access site bleeding and bilateral limb ischemia occurred in the context of femoral impella cp support in a patient with significant underlying vascular disease, calcification, peripheral arterial disease/peripheral vascular disease and exposure to vasoactive medications, all of which are known risk factors for vascular complications. The positioning issue was identified via imaging and resolved with clinician-led repositioning, with no evidence of device malfunction. Patient outcome at explant was stable.